Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #28 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Immediate extraction site and nerve encroachment were involved in the event. The clinician states that the fell out on (B)(6) 2012 while the pt was asleep at home. At the time the implant fell out on (B)(6) 2012 the pt experienced pain and numbness. Medical history: no significant findings.